Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a onnection issue was reported between the connector of the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was not reported if the patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis therapy. During troubleshooting, it was reported that the "connector does not screw properly onto the lines" between the supply line of the homechoice cassette and the supply bag that led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.